Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: serial number should have been (B)(6) instead of (B)(6) and the lot number should have been p000108247 instead of p000108136.

Event description:
It was reported that the patient presented for an initial implant procedure. Upon positioning, the left ventricle lead exhibited high pacing impedance and high capture thresholds. The lead was replaced during the implant procedure on (B)(6) 2021. Patient was stable.